Event description:
It was reported that the episode counter of this subcutaneous implantable cardioverter defibrillator (s-ICD) had 156 untreated episodes listed. Data analysis was completed which found the counters were the same via the last two remote monitoring sessions, therefore it was likely that the counters were corrupt in the device memory. Since the counter is from last follow-up, it should be reset at the next programmer interrogation. No adverse patient effects were reported.